Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating customer has received frequent altitude alarms while in flight and also at home. There was no reported impact to the customer's blood glucose level.